Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it implanted in the patient.

Event description:
Coiling treatment of an aneurysm. It was reported the coil could not be detached. During removal, after pulling approximately 2cm, the coil stretched and detached inside the catheter. The catheter was then withdrawn and reported 2cm of the coil stayed behind the stent. No patient injury reported.